Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the hospital due to hypoglycemia on (B)(6) 2021. Customer blood glucose level was 55 mg/dl when admitted to hospital. Customer stated that they collapsed on the car. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. Customer stated they were treated with intravenous insulin drip in hospital. The customer alleged the insulin pump was possibly over delivering insulin because they were on auto mode but the insulin pump gave too much insulin. The device will not be returned for analysis.